Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed via the naked eye and magnification; a scratch/cut was noted on the outside surface of the tubing near the patient connector. A clear passage test, clamp function test, and device to device interaction test were performed with no issues noted. The reported problem was verified during evaluation but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette appeared melted/cut. This was found before use. There was no patient injury or medical intervention associated with this event. No additional information is available.